Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05630. The pt has three leads (two are from the same lot). It was reported, the pt had fallen. Over time the pt lost adequate coverage. Reprogramming was unsuccessful. An impedance check revealed high impedance. The pt will undergo x-rays for further investigation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.